Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual inspection of the returned subject balloon catheter device revealed that the subject balloon catheter and balloon itself were found to be damaged and burst/ ruptured. Functional testing was unable to perform due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the subject balloon catheter device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. The subject balloon catheter device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It is reported that 'the balloon of the balloon guide catheter was inflated and deflated several times without any problems. Suddenly it could no longer be deflated when inflated. Attempts at different techniques (thinning, gentle traction, etc.) Failed. In the end, the catheter could only be withdrawn into the carotid artery by pulling more forcefully. As the catheter position could not be abandoned, the subject balloon catheter had to be actively burst by over-inflation'. The subject balloon catheter device was returned, and the balloon catheter was noted to be damaged. The balloon was noted to be ruptured which is aligned with the event description. The as reported codes as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the balloon of the balloon guide catheter (subject device) was inflated and deflated several times without any problems. Suddenly, it could no longer be deflated when inflated. Attempts at different techniques (thinning, gentle traction, etc.), however were unsuccessful. In the end, the catheter could only be withdrawn into the carotid artery by pulling more forcefully. As the balloon catheter position could not be abandoned, the balloon had to be actively burst by over-inflation. The treatment was then completed without the protection of the balloon. There were no clinical consequences to the patient due to the reported event. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the balloon of the balloon guide catheter (subject device) was inflated and deflated several times without any problems. Suddenly, it could no longer be deflated when inflated. Attempts at different techniques (thinning, gentle traction, etc.), however were unsuccessful. In the end, the catheter could only be withdrawn into the carotid artery by pulling more forcefully. As the balloon catheter position could not be abandoned, the balloon had to be actively burst by over-inflation. The treatment was then completed without the protection of the balloon. There were no clinical consequences to the patient due to the reported event. No other information was provided.